Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was taken and no issues were noted. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review the physician determined the shock was inappropriately administered due to oversensing of noise. Review of the patient data found a similar s-electrocardiogram (s-ECG) from nine days earlier showing noise. The physician reprogrammed the sensing vector from primary to alternate to improve detection. Additional information was received that the physician reported the patient came back to the hospital after receiving another inappropriate shock while sleeping. The s-ICD was deactivated and ts was consulted for review of the episodes. X-rays were also taken and sent in for review. Review of the x-ray found that the device does appears higher than expected. Ts discussed that the oversensing is due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. However, there are captured s-ECG that are suspicious with abnormal signal in secondary vector. Ts suggested reprogramming and further troubleshooting. The s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.